Manufacturer narrative:
The reported event that the tip of the screwdriver broke was verified by the complaint specialist during the visual inspection. Any use of the device in a leverage motion and not in the axial direction may cause or contribute to fracturing of the screwdriver tip.

Event description:
It was reported that during a surgical procedure conducted at the user facility the piece of the tip of the universal joint screwdriver was broken off. The procedure was completed successfully without a delay, medical intervention, adverse consequences, or impact to the patient.

Event description:
It was reported that during a surgical procedure conducted at the user facility the piece of the tip of the universal joint screwdriver was broken off. The procedure was completed successfully without a delay, medical intervention, adverse consequences, or impact to the patient.